Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter described as an ¿oily substance¿ was seen on the plunger of a bd¿ syringe with bd luer-lok¿ tip. The device was not used and there was no report of injury or medical interventions.

Manufacturer narrative:
One sample was received by the manufacturing plant for evaluation. A quality engineer was able to identify a very minor ring of silicone in the fluid path of the syringe thus verifying the reported issue. Unfortunately, based off of the investigation a root cause could not be determined at this time as the silicone found was within specifications. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process was designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been used in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record was performed on each batch and found zero defects reported and all measurements of silicone accepted. Based on the investigation results to date, root cause was not found. Based on an evaluation of severity it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.